Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced stopper creep out or had a loose closure. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the cap was loose."

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced stopper creep out or had a loose closure. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the cap was loose."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.